Event description:
Additional information received from the hcp reported that the cause of the event was unknown. It was reported that the patient was reprogrammed, and did not require hospitalization. It was noted that the patient had high settings due to dystonic symptoms.

Event description:
Additional information reported the patient was having device 'interference' from smart phones, (B)(6) computers and laptops. It was stated that the patient's leg 'stiffened up' whenever she was in a room with one of the aforementioned devices. The patient was seen by her physician on the day of this report. It was stated that during this visit, the nurse was working on the computer 'about four feet' from the patient when her right leg and arm 'stiffened up.' The arm stiffening went away when the nurse left. The patient indicated she cannot go to 'wedding receptions or baby showers' because 'people have smart phones in the room.' The patient stated she had to get rid of her own smart phone. The issues began after the rechargeable batteries implant. Other than this issue, the therapy was working 'very well.' It was noted the device settings were 'high,' but that the physician, nor herself, wanted to alter the setting because she was receiving positive results.

Event description:
It was reported that a patient got a tingling feeling down her right arm and her right hand became stiff when she was around high voltage hair dryers and a laptop. It was noted that the feeling went away when the patient walked away from the device. It was noted that the patient had bilateral devices but this only occurred with the left device which affected the right side of the body. The sensation was also described as a 'jolt' and it cramped the patient's hand. It was noted that this had only occurred since the device settings were changed to 8 volts, three weeks prior to the report. The device on the other side had lower settings. It was noted that there was a charge density warning for the device due to the device settings. Impedances of the device were normal. The reporter stated that the patient had the device for a long time and she was 'doing great.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication device used for was mru. Concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 64001, lot# n312790, implanted: (B)(6) 2012, product type adapter; product ID 64001, lot# n312790, implanted: (B)(6) 2012, product type adapter; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0455228v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).